Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the customer was performing planned treatment/non-emergency treatment. The procedure was delayed and completed by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed the image disk problem. Review of system log file shows no storage possible. The fse found that the discbay bypassed for the discs. The philips engineer replaced hard discs. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that fluoroscopy images could not be stored due to an image disk problem. The system was in clinical use. No user or patient harm has been reported.a philips field service engineer (fse) visited the site and replaced the images disks. The device was returned to expected functionality.